Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient reported infusion set tubing detached from hub no further information available.